Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a-flutter ablation. During the ablation the physician noticed that the right atrial and the right ventricular leads were pulled back. Both leads were explanted and replaced. There were no patient consequences.